Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred. Additionally, it was reported that the pump was warm to the touch despite being in room-temperature conditions and it was also reported that the pump battery could not be charged. Customer¿s blood glucose level was 410 mg/dl. Customer declined to provide back up insulin therapy method until replacement pump arrives.